Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Although not a component of the initial report, it was noticed, during the investigation, that the cross arm brake needed replacement. Cross arm brake replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system locked up with a "communication error", prior to days cases. There was no report of patient injury.